Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. B2 pulse generator reprogrammed.

Event description:
It was reported that on (B)(6) 2013, remote interrogation reflected autocapture in high output mode. The patient was seen in clinic and autocapture was turned off. On (B)(6) 2013, the patient presented to the emergency room after experiencing dizziness, syncope and convulsions. The documented heart rate was in the 20s and 30s. Pacing spikes were observed with no capture. Thresholds were variable. Auto capture was turned on and the pulse generator was reprogrammed. Electrograms revealed loss of capture again and lightheadedness. The pulse generators ventricular output voltage was increased. On (B)(6) 2013, the patient was seen in clinic and fitted with a cardiac monitor.